Manufacturer narrative:
(B)(6).

Event description:
The customer reported the device does not hold charge and the battery is out of service. During device testing and investigation the device gave a replace battery alert on power up with an empty battery icon during self-test. Additionally multiple n56 replace battery alarms were noted in the device logs. The device was again powered up on ac power and the change battery soft key was pressed following which the device passed self-test and all pvt tests on dc power. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.